Event description:
It was reported that the cic (central station) did not activate an audible alarm for nibp high limit on (B)(6) 2011 at 4:30 pm. To temporarily address the issue, a second, "mirror" cic was configured to 100% volume. The following morning ((B)(6) 2011 at 8:30 am) the biomedical technician restarted the cic, which restored audible alarm functionality. No injury or delay in treatment was reported. Ge healthcare's investigation into the root cause of the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.